Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during procedure, the device was placed in the abdominal activity due to bleeding and the red flag was put up as per protocol. The scrub tech noted a shiny object in the abdomen and upon further investigation the surgeon determined that the rfid chip was dislodged from the sponge. The surgeon was able to remove both the chip and sponge completely from the abdomen without the use of an x-ray. Both sponge and chip were inspected and determined that the chip did indeed dislodge from the sponge. There was no patient harm/injury.